Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(4). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an underinfusion occurred during use of a clearlink system continu-flo solution set. During 0.9% sodium chloride (nacl) infusion via free flow, the user attracted a non-baxter 50ml syringe for an IV push of doxurubicine. This interrupted the gravity flow the primary infusion. Which caused the expected infusion time of ten minutes to infuse over 15 minutes instead. Additionally, the patient¿s peripherally inserted central catheter (PICC) was attached with a one-link needle-free IV connector. There was no patient injury or medical intervention associated with this event. No additional information is available.